Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. The pump was returned with the audio bolus button cover detached. There was evidence of damage and corrosion found in the bolus button contact. All keypad buttons became responsive after the audio bolus button contact was repaired.

Event description:
A family member reported that the keypad buttons are not responding. She stated that she changed the battery to see if that would help, and she was unable to confirm the verify screen after the battery change due to the unresponsive buttons. She confirmed that there is no physical damage to the rubber keypad and the buttons appear normal.